Event description:
Customer reportedly obtained results of 4.8 inr/4.8 inr on the coaguchek xs sys while a comparison lab returned as 3.5 inr. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.